Event description:
Per the clinic, the patients experienced poor sound quality and increasing number of open electrodes with the device. Subsequently, the device was explanted (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.